Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 507013-not valid,50701364) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff did not undergo essure confirmation test." On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced migraine ("migraine headaches"). In 2015, the patient experienced pelvic pain ("pelvic pain") and the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2017, the patient experienced fatigue ("other injuries/symptoms: fatigue") and mood swings ("other injuries/symptoms: hormonal changes / hormonal changes describe: mood swings"). On an unknown date, the patient experienced the second episode of dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, the last episode of dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, fatigue, mood swings, vaginal haemorrhage, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping ), dyspareunia (painful sexual intercourse. Date(s) of insertion: (B)(6) 2013 (discrepancy noted as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. This lot 507013 is not valid. Lot number: 50701364, manufacturing date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 507013-not valid,50701364) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff did not undergo essure confirmation test.". The patient's medical history included tubal ligation, reversal of sterilisation, thrush, anemia, trichomoniasis and pregnancy test urine negative. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced migraine ("migraine headaches"). In 2015, the patient experienced pelvic pain ("pelvic pain") and the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2017, the patient experienced fatigue ("other injuries/symptoms: fatigue") and mood swings ("other injuries/symptoms: hormonal changes / hormonal changes describe: mood swings"). On an unknown date, the patient experienced the second episode of dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, the last episode of dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, fatigue, mood swings, vaginal haemorrhage, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping ), dyspareunia (painful sexual intercourse. Date(s) of insertion: (B)(6) 2013 (discrepancy noted as per pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. This lot 507013 is not valid. Lot number: 50701364 manufacturing date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-apr-2021: medical record received: medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 507013-not valid,50701364) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff did not undergo essure confirmation test.". The patient's medical history included tubal ligation, reversal of sterilisation, thrush, anemia, trichomoniasis and pregnancy test urine negative. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced migraine ("migraine headaches"). In 2015, the patient experienced pelvic pain ("pelvic pain") and the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2017, the patient experienced fatigue ("other injuries/symptoms: fatigue") and mood swings ("other injuries/symptoms: hormonal changes / hormonal changes describe: mood swings"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, the last episode of dysmenorrhoea, dyspareunia, vaginal haemorrhage, fatigue, mood swings, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping ), dyspareunia (painful sexual intercourse. Date(s) of insertion: (B)(6) 2013 (discrepancy noted as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. This lot 507013 is not valid. Lot number: 50701364 manufacturing date: 2012-11 expiration date: 2015-11-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 507013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff did not undergo essure confirmation test.". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced migraine ("migraine headaches"). In 2015, the patient experienced pelvic pain ("pelvic pain") and the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2017, the patient experienced fatigue ("other injuries/ symptoms: fatigue") and mood swings ("other injuries/ symptoms: hormonal changes / hormonal changes describe: mood swings"). On an unknown date, the patient experienced the second episode of dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, the last episode of dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, fatigue, mood swings, vaginal haemorrhage, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping ), dyspareunia (painful sexual intercourse. Date(s) of insertion: (B)(6) 2013, (discrepancy noted as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received. Lab data added. Events; abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), hair loss were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.